Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address elevated metal ions and metallosis. The acetabular cup was retroverted leading to dislocation. Osteolysis noted intraoperatively.